Event description:
A pt has suffered severe and permanent injury to body and mind. No product description, part or lot numbers were reported. No other details are available. An investigation of the product was not possible. A record review could not be performed because the product and lot info was not available. It cannot be confirmed that the product in question was manufactured by depuy acromed. A definitive cause of the event cannot be determined. No further action can be taken at this time.